Event description:
It was reported that patient presented into clinic complaining of diaphragmatic stimulation. The lead remains implanted and monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.